Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) indicated for chronic low back pain. It was reported that high impedance was observed on contacts 10 and 15 prior to a replacement. The lead was disconnected and re-connected after connecting to a new ins and greater that 40k impedance was observed on all contacts except contacts 4 and 15. The caller made sure the lead was wiped down and used flouro to look at the lead placement in the ins and it appeared that the contacts were not all aligned. It was noted that it may be a lead issue since the impedances were high in both inss. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.